Event description:
It was reported that externalized conductors were observed on the right ventricular lead. Electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.